Event description:
Customer reported pt sample containing anti-k did not react with 0.8% resolve panel a lot vra101. Customer called back to state that a possible user error occurred. No death or serious injury was associated with this incident.